Event description:
It is reported that surgeon implanted a 3.5mm lcp medial proximal tibia plate and 3.5mm lcp lateral proximal tibia plate in a patient who subsequently (approximately after 2 weeks) developed an infection. A surgeon believes that the infection was caused by poor circulation and poor nutrition. Type of infection is unknown and it is unknown if the infection was cultured. It is also unknown how or when the surgeon discovered the infection. The surgeon did not perform the original surgery. Both the medial proximal tibia plate and the lateral proximal tibia plate were explanted from left leg. A 4-3.5 mm cortical screws, 1-3.5 conical screw, and 9-3.5 locking screws (a combination of variable angle, and standard locking screws) were also explanted on december 03, 2013. It is unknown as to which screws were implanted with which plates. After the surgeon explanted the both plates and screws, the wound was irrigated and packed and the patient was given antibiotics to treat the infection and external fixator was applied. The plates and screws will not be returned. The surgeon plans to perform additional open reduction internal fixation (orif) tibial plateau once the infection has healed. This report is for nine (9) 3.5mm locking screws (combination of variable angle and standard locking screws), unknown size. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for nine (9) 3.5mm locking screws (combination of variable angle and standard locking screws), unknown size. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.